Event description:
It was reported that during a hepatectomy procedure, jamming of the device occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2008. Spring. Eval summary: the analysis results of the (B)(4) found that the instrument was rec'd non-functional. The instrument was disassembled end the hoop spring was found deformed, and the antibackup lever was loose. Additionally it was found that the pusher spring was misassembled causing bad stack pressure. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.